Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer stated that insulin leaked on their previous insulin pump and the same lot of reservoirs leaked on their new device as well. The customer stated that their insulin pump works as designed and there were no malfunctions. The customer was advised to monitor the insulin pump for any future issues.

Manufacturer narrative:
Reliability analysis not required as the reservoirs are expired.